Event description:
A power source alert was reported in the pump history, identified as alert 07. There was no reported adverse impact to the customer's blood glucose level. The caller was instructed by customer technical support to plug the third-party wall adapter into a working outlet for at least 30 consecutive minutes to initiate charging, and the issue was resolved through troubleshooting.